Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00935.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance a smart coil through the hub of the non-penumbra microcatheter. The physician therefore removed the smart coil and advanced a guide wire through the microcatheter to confirm that it was clear and unobstructed. The physician then re-attempted to advance the same smart coil, however, the same resistance was felt. The physician therefore removed the smart coil again, and successfully placed a new smart coil. The physician then felt resistance and was unable to advance another smart coil through the hub of the microcatheter, and therefore the smart coil was removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the first returned smart coil revealed that the embolization coil winds were offset and the introducer sheath had coagulated blood inside. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. Further evaluation of the returned smart coil revealed that the introducer sheath had coagulated blood inside. Prior to the functional the smart coil introducer sheath was flushed. During the functional test, resistance was encountered as the smart coil was being advanced through the hub of the microcatheter and the smart coil could not be advanced any further. The offset coil winds likely contributed to the reported resistance and prevented the smart coil from being advanced through the microcatheter during the procedure and during the functional test. Evaluation of the second returned smart coil revealed that the embolization coil winds were offset and the introducer sheath had coagulated blood inside. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. Further evaluation of the returned smart coil revealed that the introducer sheath had coagulated blood inside. Prior to the functional the smart coil introducer sheath could not be flushed. During the functional test, resistance was encountered and the smart coil could not be advanced within its introducer sheath. The offset coil winds likely contributed to the inability to advance the coil during the procedure. The coagulated blood likely contributed to the inability to advance the coil out of its introducer sheath during attempts to functionally test the returned device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.